Event description:
As reported, the tip guidewire loop of a 5f exoseal vascular closure device (vcd) does not come out, and the indicator window is not discolored. There was no reported patient injury. A 5f non-cordis sheath was used. Additional information was requested but not provided. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: as reported, the tip guidewire loop of a 5f exoseal vascular closure device (vcd) did not come out, and the indicator window did not discolor. Hemostasis was achieved via manual compression. There was no reported patient injury. The device was stored and prepared according to the instructions for use (IFU). There were no visible signs of device or package damage prior to use. The device was inspected prior to use with no anomalies noted. During retraction, the indicator window faced up and showed no changes. When the device was removed from the patient, the indicator wire loop had not emerged. Furthermore, the indicator wire loop was not visible after the device was removed from the body. A 5f non-cordis sheath was used. Femoral artery suitability was confirmed by angiography, including an insertion angle of 30¿45 degrees, and vessel diameter was verified to be greater than or equal to 5 mm. There was no visible calcium, plaque, vessel tortuosity, stent near the puncture site, stenosis greater than 50%, or history of closure within the past thirty days. No pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm was observed. The exoseal vcd was used during an interventional procedure with a retrograde approach. The physician was certified to use the exoseal vcd. The patient did not have a body mass index (bmi) greater than 40. Other procedural details were requested but were not provided. One non-sterile 5f exoseal vascular closure device involved in the reported complaint was returned for investigation. Visual inspection revealed that the deployment lever was partially depressed while the guard was locked. The plug was in its manufactured position, and the indicator wire was retracted. The catheter sheath introducer (csi) was not returned for evaluation. The indicator window was observed in the black/white/red position. No additional anomalies were noted during the visual inspection. The functional indicator wire deployment simulation could not be performed, as the indicator wire was already retracted, consistent with the partially depressed lever. A high-magnification microscopic evaluation was conducted after opening the device case to assess the internal mechanism. No abnormal conditions were observed during this analysis. The reported event of ¿indicator wire-deployment difficulty-unable¿ was not observed through analysis of the returned device as the unit was received with the deployment lever partially depressed and the indicator wire retracted. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the reported non-deployment of the indicator wire since the device was received with the cowling/guard properly locked with no anomalies noted to the internal mechanism. Also, since the indicator window of the device was returned in the proper deployment position (black/white/red) with the deployment button partially depressed and the indicator wire retracted, it is not possible to determine what factors may have contributed to the no change to indicator issue reported since there were no issues noted that would result in difficulty changing to indicator. As the received condition of the device would not be possible if the indicator wire was not deployed, procedural/handling factors during use of the device are possible. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿do not use the exoseal¿ vcd if the device appears damaged or defective in any way.¿ the IFU cautions, ¿the exoseal¿ vascular closure device procedure should be performed by physicians who have expertise in the techniques of vascular catheterization (or other healthcare professionals authorized by, or under the direction of, such physicians) and possess adequate training in the use of the device, e.g. Participation in an exoseal¿ closure device training program.¿ additionally, the IFU instructs, ¿while still holding the exoseal¿ vcd stationary, use the left hand to continue retracting the vascular sheath introducer proximally. Once the hub of the sheath introducer engages with the indicator wire cowling retract them together using one fluid motion until they lock into position against the handle assembly and an audible ¿click¿ signifies proper connection. The indicator wire will automatically deploy at this point. Caution: do not reinsert the exoseal¿ vcd into the vascular sheath introducer if it is removed prior to locking into position, nor remove the exoseal¿ vcd from the vascular sheath introducer once it has been locked into position.¿ it also instructs, ¿while holding the exoseal¿ vcd in the right hand, making sure the thumb is not placed on the plug deployment button, continue retracting the exoseal¿ vcd and vascular sheath introducer very slowly (controlling retraction with the left hand) until the graphic pattern in the indicator window changes to a solid black color, at which point the plug is correctly positioned for deployment. Caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1 cm of retraction from the point pulsatile flow significantly slowed or stopped, discontinue the use of the device.¿ neither the product analysis, nor the information available for review suggest that the failure experienced could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.